Manufacturer narrative:
The device was returned to olympus for inspection, and the following reportable malfunctions were identified during the evaluation: minor scratches on the distal edge. Based on the investigation results, the following likely led to the malfunction: the complaint allegation "minor scratches on distal edge" was confirmed due to a friction problem. The most probable cause of the complaint was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the video telescope exhibited minor scratches on the distal edge. There was no patient involvement.